Event description:
A pt was getting treated using fresenius' fx80 dialyzer. The pt developed rigors and high temperature after 2 hours and 15 minutes from beginning the session, the session was stopped, the pt felt better, and the bloodline has been changed, as well as the dialyzer. When the pt continued the session using fx80 dialyzers, the same symptoms re-appeared. The nurse had to stop the session. The rigors stopped but the temperature was high; 104 fahrenheit degrees. Aspegic 1 gm was given with IV, which decreased the temperature to 102 degrees after 1 hour, and ultimately reached 101 degrees after two hours.